Event description:
It was found at the repair bench that ther was no audio on the device. There was no patient harm reported by the customer. There was no patient harm reported.

Manufacturer narrative:
(B)(4).